Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. Because no lot number or serial number were indicated for this complaint, the root cause cannot be determined. The root cause will be reassessed upon completing the investigation. Attempts have been made to obtain additional information. (B)(4).

Event description:
A surgeon reported that following a glaucoma filtration device (gfd) implant procedure, a clogged gfd was suspected. There was no flow of aqueous humor confirmed and the patient's intraocular pressure (iop) was increased after the gfd implantation. The gfd was subsequently explanted approximately four months after implantation, and a trabeculectomy was performed. Additional information was requested.

Manufacturer narrative:
Product evaluation: the product was returned for investigation and received in the following manner: only the glaucoma filtration device (gfd) was received for investigation in a plastic bag without the outer box, primary package, cradle, delivery system, instructions for use, or labels. During initial inner illumination test, partial blockage of the lumen was found. After cleaning the gfd, inner lumen was found to be open; there is no indication for any manufacturing relating factors that could cause the reported event. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. All products pass 100% final inspection at the manufacturer prior to approval. If a defect would be noticed, the product would have been rejected. Having said that, one may conclude that the blockage was formed after the product left the manufacturing plant. The root cause is inconclusive - unable to verify, since the blockage could have been caused by many different reasons during and after the clinical procedure. The blockage does not seem to be product related since after cleaning the device the blockage was removed. Therefore, there is no evidence for an inherent defect that might have caused the event. The manufacturer internal reference number is: (B)(4).